Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture and restenosis occurred. In (B)(6) 2015, a 7x120x120 epic¿ vascular stent was implanted on a lesion located in the proximal left superficial femoral artery (sfa). The patient was fine at the end of the procedure and was discharged. In (B)(6) 2015, the patient came back with claudication in the left leg. Angiogram was performed and it was noted that the left sfa was occluded and the previously implanted epic¿ vascular stent was fractured in the middle. Subsequently, a new 8mm x 60mm epic¿ vascular stent was advanced and the fractured area was successfully re-stented. The procedure was completed with no further patient complications reported and the patient's status was fine.